Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable, which was damaged near the connection to the usb port. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose level was not impacted.